Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2023 it was reported that following the pump replacement procedure, the patient was not getting good pump therapy anymore. Per the reporter, earlier in the week they gave the patient a 50 mcg bolus through the cap (catheter access port) but there was no therapeutic effect. Additional information was received on (B)(6) 2023 at which time it was reported that the patient was taken to the or (operating room) where the catheter was aspirated through the port. A dye study was performed and there were no signs of leaks, but there was a potential kink in the pocket. The pocket was opened, and the catheter was taken out of some soft tissue and then aspirated again. It was noted that the catheter then laid much better in the pocket with the pump. The patient was discharged 2 days later as their spasticity and gone away and their therapy was back to normal. The patient was on a vent and a quad.

Manufacturer narrative:
Concomitant medical products: product ID: 8709; lot#: serial#: (B)(4); implanted: on (B)(6) 2003; product type: catheter; product ID: 8578; lot#: serial#: (B)(4); implanted: on (B)(6) 2010; product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 20-may-2005, UDI#: (B)(4) ; product ID: 8578, serial/lot #: (B)(4), ubd: 07-dec-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.